Event description:
Information rec'd indicates, the hi/low drive drifted down slightly.

Manufacturer narrative:
The technician found debris on the hi/low drive brake assembly. The technician cleaned the hi/low drive brake drum and washer to repair the bed.